Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of acetabular liner. Contact by surgeon informed that he completed a revision of an acetabular liner and pinnacle shell. Patient had dislocated on 2 occasions. Surgeon explained that on the xray it looked like the liner was loose. He explained that once the liner was removed it seemed that that anti rotation pegs on the liner had broken and therefore the liner was moving within the shell. The shell and liner have been decontaminated and kept.

Manufacturer narrative:
Conclusion and justification status: the complaint states revision of acetabular liner. Contact by surgeon informed that he completed a revision of an acetabular liner and pinnacle shell. Patient had dislocated on 2 occasions. Surgeon explained that on the xray it looked like the liner was loose. He explained that once the liner was removed it seemed that that anti rotation pegs on the liner had broken and therefore the liner was moving within the shell. The shell and liner have been decontaminated and kept. A complaint database search and review of manufacturing records did not identify any anomalies. The devices were reviewed by bioengineering and a report was received stating; two ards were missing from the polyethylene liner and one ard was partially fractured. It was possible that the damage to the partially fractured ard had occurred during the revision surgery. The location of the two missing ards was unknown. Some deep scratches found on the rim of the liner were likely to have been generated during the revision surgery. A polished area on one side of the bearing surface of the liner was observed, which indicated the location of the main contact between the liner and the head. Some scratching on the opposing sides of the edge of the locking taper (back side) were noted, as well as scratching at the bottom of the back face of the liner. This, combined with the broken ards, the location of the wear area on the bearing surface suggested that the liner may have disassociated from the shell. This was also supported by the marks found on the inside of the metal shell (locking taper and the concave surface), which were corresponding with the marks found on the metal head. This indicated that the metal head and shell came into contact, following the disassociation of the liner. The back of the metal shell showed signs of bone ingrowth. Some burnishing/polishing marks were found on the porous coating, however it is likely they were generated during the revision surgery. At the time of the investigation, it was not known how long the devices were implanted for prior to the revision event. No design deficiency was observed. With the information provided at the time of the investigation it was not possible to determine the root cause of this complaint. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.